Manufacturer narrative:
The device was returned to zoll medical corporation and performed to specification. The device passed all testing including full functional testing without duplicating the report. Review of the device log found no evidence of the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device switched from assist-control mode to bipap mode on its own. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2021-02773 for a similar report from the same customer.